Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of flu and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient was diagnosed with flu. On an unknown date, the patient was diagnosed with peritonitis. The cause of peritonitis was flu, but not touch contamination. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment included vancomycin (dose, frequency, lot number and route of administration not reported ) for peritonitis. The patient was still hospitalized. The nurse confirmed the peritonitis and hospitalization ((B)(6) 2012). The patient was recovering. The nurse confirmed this was not caused by touch contamination. No further information was provided

Manufacturer narrative:
(B)(4).a batch review was conducted on potentially associated lot number: h12a03024, h11l14020, and h11k13057 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.